Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the spring wire guide (swg) unraveled while in use on a code blue patient in intensive care unit. The wire was removed intact and another kit was opened for the swg and was used successfully. It is unknown if there was a delay in treatment, no patient death and no patient complications were reported.